Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced a suspected infection at the anchor site bilaterally. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both anchors were explanted and replaced. The patient was administered oral antibiotics to address the issue. Infection has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.